Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a feeling of being overfull during dwell one of five of peritoneal dialysis therapy. It was determined that the patient's fill volume was 1900 milliliters and initial drain was 00 milliliters. The technical service representative assisted the reporter to increase the initial drain alarm, assisted to bypass to drain, and 3744 milliliters was drained. The patient would continue with therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4) .as the device was not returned, a device analysis could not be completed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. Should additional relevant information become available, a supplemental report will be submitted.